Event description:
This patient experienced a second incidence of restenosis of a cypher stent implanted in the obtuse marginal. The first episode of restenosis was previously reported in MFR report #9616099-2005-01229.this patient was admitted to the hospital for cardiac catheterization. The patient was currently taking aspirin, ticlid, and atenolol. The patient was taken effectively to the cardiac cath lab, where angiography revealed a restenosis of a previously treated angioplasty site (no stent) in the obtuse marginal branch (om). This lesion was focal (7m), 85% occluded, ostial, eccentric, moderately calcified, and classified as type b2. A bolus of 10,000 units of heparin was administered via IV. Act's were not reported. There were no difficulties in accessing or wiring the vessel noted. The om lesion was predilated with a 2.5x18mm balloon inflated to 16 atms. A 3.0x18mm cypher stent was deployed to 12 atms for a maximum of 30 seconds. A second cypher stent, a 2.5x18mm, was directly deployed in the distal portion of the om to 12 atms for a maximum of 30 seconds. The stent was deployed with unsatisfactory results. The stent was not post-dilated. Ivus was conducted and residual stenosis was reported to be 34%. The patient was discharged the same pre-procedure medications. Approximately five months later, the patient returned to the hospital due to recurrent angina. Four days after admission the patient was taken to the cath lab.